Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was white and clinical data was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction was observed and attributed to a faulty thin film transistor lcd display. The device was recertified and returned to the customer. The lcd display was returned to zoll medical corporation, united states for scrap. Analysis of reports of this type has not identified an increase in trend.